Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service report technician identified a scope communication error (b30 error) and a nozzle clogged with foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Also, for the nozzle clogged by foreign material, the most probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.